Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and meshes were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia and neuromuscular problems. It was reported that the patient underwent mesh removal on 04/25/2008 due to extrusion.

Manufacturer narrative:
It was reported that patient underwent hysteroscopy, d&c and novasure ablation on (B)(6) 2013 due to menorrhagia.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).